Event description:
Event description guidant received information that this patient had had one episode of ventricular tachycardia that was stored on an electrogram. The field representative called technical services for assistance.